Event description:
The customer received questionable intact human chorionic gonadotropin + the ss-subunit ii (hcg+beta) results for one patient sample. All initial and repeat testing was performed on the same cobas e601 analyzer. The initial result was <0.1 miu/ml. The customer repeated the sample due to past issues with hcg+beta. The customer repeated the sample manually and generated >10,000 miu/ml. The customer repeated the sample again and recovered >10,000 miu/ml. The sample then auto repeated with dilution and recovered 17,522 miu/ml. The initial result was not reported outside the laboratory. The patient was not adversely affected by the event. The hcg+beta reagent lot number was 15851502. The field service representative determined a liquid level detection problem was the cause of the discrepancies. He replaced the p-nozzle box assembly and performed pressure sense and liquid level detection adjustments. He also performed probe alignments. The field service representative ran performance tests which were acceptable. The customer performed calibration and quality control which were also acceptable.